Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that he was hospitalized on (B)(6) 2017 due to an insulin pump malfunction. The reservoir mechanical portion of the insulin pump failed and it pumped 263 units of insulin into his body. The customer was transported by ambulance twice that day. His school nurse called the ambulance and was transported to the nearest hospital but had to care flight him to a children's hospital. Customer's blood glucose level dropped to around 20 mg/dl. Customer's blood glucose level was treated with 400 carbohydrates. Customer's current blood glucose level was 104 mg/dl. The reservoir was showing less insulin than what appeared on the status screen. The insulin pump's keypad was unresponsive. The customer was unable to select the reservoir/tubing. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. During testing, the unit recognized a water filled reservoir/infusion set. The units in the test reservoir matches the units remaining in the pump screen. Programmed the correct time and date then monitored for one day. The time clock functioned properly. No unexpected time loss/gain noted. No delivery anomaly noted. Unit responded properly to button presses. No unresponsive buttons or unexpected stuck button alarm noted during testing. Unable to perform visual inspection on the keypad and electronic assembly due to pump preservation. Unit had a scratched case and a pillowing keypad overlay.